Event description:
A report was received that the patient was experiencing charging issues and noticed fast ipg battery depletion. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement was recommended.

Event description:
A report was received that the patient was experiencing charging issues and noticed fast ipg battery depletion. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement was recommended.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient will undergo ipg replacement. The physician thought that during surgery there was some sort of a cautery device that was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was doing well postoperatively. The patient had a non-device related surgery where electrocautery was used. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing charging issues and noticed fast ipg battery depletion. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement was recommended.